Event description:
Over the last week, we have had 5 instances of the 24g yellow bd nexia IV kits where the clear end cap was not attached to the IV and was loose inside of the package. As a result, the IV has dripped blood out of the line after it is placed. This has been seen by 4 different nurses when starting 24g ivs. Pictures attached. Pt code: 4582. Device codes: 1250, 2912. Ref reports: mw5181269, mw5181270, mw5181271, mw5181273.